Manufacturer narrative:
The device in question was returned to the manufacturer. This information is reflected in section d9. The evaluation is anticipated, but not yet begun. The investigation will be performed by a designated karl storz employee. The event is filed under internal karl storz complaint ID: (B)(4).

Event description:
It was reported that theatre 5 ncepod list out of hours at 1930 while completing surgery for +/- laparoscopy the image became foggy on the screen. The theatre staff swapped the scope for another one, but did not replace the light lead the image improved, but only for a short while. They then replaced the camera head for another one and the problem was resolved. It is reported that the case was prolonged for approximately 15 minutes. No negative impact in state of health reported.